Manufacturer narrative:
B5 event updated to reflect change of term from leakage to dribbling of urine. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of 12 treatments were delivered. No device observations or adverse event occurred during the procedure. Two day post procedure the patient experience intermittent bladder spasm for which no treatment was administered. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. At 8 days post procedure the patient was reported to be experiencing strain to urinate and weak stream for which flomax (dose unknown) was administered. At 9 days post procedure the patient was experiencing dribbling of urine and 24 days post the index procedure, the patient was reported to be experiencing dysuria for which the patient self-treated with cipro 500 mg bid x 4 days. The patient symptom of dribbling of urine resolved a day post onset symptom, the dysuria resolved 7 days post onset symptom, the weak stream resolved 13 days post onset symptom, the strain to urinate resolved 20 days post onset symptom and the bladder spasm resolved 26 days post onset symptom. The site investigator assessed the patient symptoms of dribbling of urine, dysuria, weak stream, strain to urinate and bladder spasm as probable procedure related. The site assessed the patient symptoms as not related to the device with the exception of dribbling of urine which was assessed as unlikely related to the device. The clinical end point committee (cec) adjudicated the bladder spasm as possible related to the procedure and device. The strain to urinate (poor stream) to probable treatment related and unlikely related to the device. The dribbling of urine was adjudicated as urinary incontinence and assessed as probable treatment related and unlikely related to the device. The weak stream was adjudicated as probable treatment related and not related to the device. The dysuria was adjudicated as probable treatment related and possible related to the device.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of twelve treatments were delivered. No device observations or adverse event occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. It was reported that at 24 days post the index procedure, the patient experienced dysuria for which the patient self-treated with cipro 500 mg x 4 days. The patient dysuria resolved 7 days post onset symptoms. The patient symptom of dysuria was assessed by the investigator as probable related to the procedure and unlikely related to the device. The clinical endpoint committed (cec) adjudicated the dysuria as possibly related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of 12 treatments were delivered. No device observations or adverse event occurred during the procedure. Two day post procedure the patient experience intermittent bladder spasm for which no treatment was administered. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. At 8 days post procedure the patient was reported to be experiencing strain to urinate and weak stream for which flomax (dose unknown) was administered. At 9 days post procedure the patient was experiencing leakage and 24 days post the index procedure, the patient was reported to be experiencing dysuria for which the patient self-treated with cipro 500 mg bid x 4 days. The patient symptom of leakage resolved a day post onset symptom, the dysuria resolved 7 days post onset symptom, the weak stream resolved 13 days post onset symptom, the strain to urinate resolved 20 days post onset symptom and the bladder spasm resolved 26 days post onset symptom. The site investigator assessed the patient symptoms of leakage, dysuria, weak stream, strain to urinate and bladder spasm as probable procedure related. The site assessed the patient symptoms as not related to the device with the exception of leakage which was assessed as unlikely related to the device. The clinical end point committee (cec) adjudicated the bladder spasm as possible related to the procedure and device. The strain to urinate (poor stream) to probable treatment related and unlikely related to the device. The leakage was adjudicated as urinary incontinence and assessed as probable treatment related and unlikely related to the device. The weak stream was adjudicated as probable treatment related and not related to the device. The dysuria was adjudicated as probable treatment related and possible related to the device.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient was administered IV sedation, pain medication, and general anesthesia. A total of twelve treatments were delivered. No device observations or adverse event occurred during the procedure. The patient was discharged with an indwelling catheter, which was removed 7 days post the index procedure. It was reported that at 24 days post the index procedure, the patient experienced dysuria for which the patient self-treated with cipro 500 mg x 4 days. The patient dysuria resolved 7 days post onset symptoms. The patient symptom of dysuria was assessed by the investigator as probable related to the procedure and unlikely related to the device. The clinical endpoint committed (cec) adjudicated the dysuria as possibly related to the device.